Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned intellanav stablepoint open-irrigated catheter was visually inspected, and it was found that the irrigation extension tubing was partially detached from the luer fitting at the adhesive joint. Product analysis confirmed the reported events of catheter difficult to irrigate and tubing set damaged/defective. The device problem was traced to the design specification, and an investigation (open irrigation detached/separated) has been opened to address the problem found.

Event description:
It was reported that the catheter was difficult to irrigate. An intellanav stablepoint open-irrigated catheter was used during a procedure for persistent atrial fibrillation. During the procedure, a crack formed in the line connecting the tubing set at the back of the catheter, resulting in difficulty with irrigation. The procedure was completed with another of same device. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the catheter was difficult to irrigate. An intellanav stablepoint open-irrigated catheter was used during a procedure for persistent atrial fibrillation. During the procedure, a crack formed in the line connecting the tubing set at the back of the catheter, resulting in difficulty with irrigation. The procedure was completed with another of same device. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.